Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter became stuck on the wire. A jetstream xc atherectomy catheter was selected for an atherectomy procedure. A contralateral approach over the bifurcation was attempted; however the device did not track over the bifurcation and ended up stuck to an unspecified wire. The catheter and wire were removed together as one system. There were no patient complications reported.